Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the power on self test (post) and generated a diagnostic error message. The ventilator was not in use on a patient at the time of the reported event. The customer reported that they performed extended self-testing (est).